Manufacturer narrative:
Product event summary: the full lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right atrial (ra) lead became dislodged and moved. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154atg implantable cardioverter defibrillator (ICD) implanted: 2006 (B)(6); product ID 694965 implantable tachy lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.